Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation, the patient¿s right ventricular lead exhibited lead noise and high, out-of-range impedance. The out of range impedance resulted in a polarity switch. On (B)(6) 2018, the lead was removed and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
A partial lead measuring 48.0 cm from returned for analysis. The reported event of lead noise was confirmed. Final analysis found an inner insulation abrasion 5.3 to 6.2 cm from the distal tip. The reported event of noise was isolated to this abrasion. The reported event of high pacing lead impedance could not be confirmed.